Manufacturer narrative:
A sample device was not returned for analysis. The product was not returned for analysis. The root cause for the reported complaint could not be determined. All product and batch history records are quality reviewed prior to product release. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A technologist reported that after an intraocular lens (iol) was implanted, the patient reported poor vision quality. The lens was exchanged. Additional information was requested.